Event description:
The customer tested her blood glucose using her contour meter and her husband's contour. Her meter read 197 and 260 mg/dl, while her husband's contour read 85 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer also alleged that when the bottle of test strips was first received, the bottle had a crack in it. The crack would not be the result of faulty packaging as it would take a lot of force to crack a bottle of test strips. The cracked bottle may have exposed the test strips to moisture which may have been the cause of the high results. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.